Event description:
After prk (photorefractive keratectomy) surgery, I got starburst, halo and diplopia. I was unable to continue driving, reading etc, and I got adjustment disorder, and I got suicidal ideas.